Event description:
Account states they have been getting intermittent zero results that are higher when repeated. They provided the following examples: calcium > 20, repeated as 8.4 mg/dl, alkaline phosphatase 0, repeated as 63.1 and 65 u/l, lipase, <0, repeated as 94 u/l, creatine 0, repeat not provide. The incorrect results were not used to guide patient treatment. The field service rep found the detection cable was broken and repaired the instrument.